Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide cath: launcher 6f jl4. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified, concentric lesion in the mid left anterior descending (lad) coronary artery. A non-abbott guide wire was advanced to the lad and pre-dilatation was attempted with a 2.75x12 mm nc trek balloon dilatation catheter. The bdc ruptured at 8 atmospheres during the first inflation. A non-abbott bdc was used to continue the procedure. No resistance during advancement or removal was noted. There were no adverse patient effects and there was no clinically significant delay in the procedure.